Manufacturer narrative:
Additional information: cec adjudicated that the mi occurred in the 2nd obtuse marginal. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: sponsor assessment was updated to possibly related to index device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the index procedure, one resolute onyx drug eluting stent was implanted in the lad. 6 days post index, the patient suffered nstemi, the target vessel was not involved. It was reported that the 2nd diagonal vessel was occluded but no pci was carried out. The patient was treated with medication for shortness of breath. The patient recovered. The investigator and sponsor assessed that the event was not related to the device or anti-platelet drug.